Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 40 mg/dl at the time of incident. The customer was declined to troubleshoot for high as well as low blood glucose level. The insulin pump will not be returned for analysis.